Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 98 machine. The event occurred during the disinfection process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available, however, the device was evaluated on site by a qualified technician. Inspection of the machine showed that the bypass joint was cracked and leaking. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the defective component which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.